Event description:
Patient with multiple infusion pumps and channels running, some moisture noted on base of IV pole. Rn attempted to identify source of fluid and eventually found that the pca tubing had cracked in the luer-lock hub of the fentanyl syringe. The "male" part of the syringe tip had completely broken off and was lodged inside of the pca tubing. We took it out of service, wasted the drug per policy, and saved the syringe and the small portion of pca tubing that had malfunctioned.